Event description:
It was reported that the ilet user and a caregiver were changing infusion supplies when the infusion set site came out during attachment, indicating the infusion set was deployed or connected incorrectly; they were instructed to replace the tubing, restart the supply change, reconnect, and fill the cannula, which resolved the issue. No reported symptoms or clinical symptoms. Outcomes included no adverse health impact. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed user handling error related to infusion set deployment, with no device alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set connection.